Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device-related photos were reviewed, and the images showed the longitudinal balloon burst along inflation balloon. An imaging evaluation was performed on 3mensio provided by the site and there was calcification identified in the annulus, access vessels, and in the stj. The image of the balloon showed a radial balloon burst. The complaint for balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the e vent as there was severe calcification in the stj and additional volume of 1cc was added to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the delivery balloon ruptured on sinotubular junction (stj) calcium. The valve was fully deployed at the time. The patient doing well post op. Upon follow up, the fcs advised the balloon burst occurred during the procedure. The event was noted when the valve was fully deployed and on count 4 of 5 second count. The balloon was removed via esheath+. No instruments were used to remove the balloon cover. The degree of calcium in the annulus/leaflets was severe stj calcium with small diameter. No bav was performed pre-implant. Extra volume of +1cc was added to the balloon prior to the inflation. The inflation technique was slow. There was no leak in the delivery system noticed. Blood was blood seen in the syringe. There was no difficulty with the valve alignment. The valve alignment performed was in a straight section. There was no difficulty withdrawing the delivery system. No damage observed on the balloon shaft. Upon inspection after removal, could the area of leakage could be determined. There was no patient injury. The perceived root cause of the event was the stj calcium with narrows the diameter. The fcs sent device photos and the 3mensio report . The devices were discarded by staff.